Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe a wash collar (2-way solenoid) valve to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a contained leak from reagent probe a on a unicel dxc 800 synchron system. The customer inspected and confirmed the reagent probe a tubing, fittings, and syringe were not loose and a service request was generated. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.